Event description:
Related manufacturer report number: 2017865-2025-00301. It was reported that the pacing-dependent patient presented prior to magnetic resonance imaging (MRI) procedure. A new merlin programmer was used to interrogate the implantable cardioverter defibrillator (ICD). However limited programming options were available, and the nurse was unable to disable rate response. A wand was placed over the device, which inhibited pacing, and the patient experienced nausea and syncope. Further discussion found that new programmers require the wand settings to be deactivated when entering MRI mode for the first time; so that pacing inhibition does not occur. No interventions were reported. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received. Reference medsun report # (B)(4).